Manufacturer narrative:
Evaluation summary: two devices were received. The analysis results showed that device a was received in good visual condition and with the original cartridge loaded in the device. The cartridge was rec'd void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. It was noted that the closing trigger did not fully retract, the device was disassembled to verify the condition of the internal components and the release button was damaged, not allowing the closing trigger to fully close. However the device did not open and close. The analysis results showed that device b was rec'd with the closing trigger broken and in the opened positon, other wise in good visual condition. The original cartridge was rec'd loaded in the device with staples present, with the washer uncut and with the knife recessed below cartridge deck. The only functional test performed was closing the device to the detent; device would not close with broken closing trigger. The cartridge lockout was not engaged; this is correct since cartridge still had staples. The ledge of the lockout showed no identations. The returned cartridge was loaded into an engineering test device and was fired. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. Damaged release button. Instrument b: damaged closing trigger.

Event description:
It was reported during a lar (hartmann procedure), a cs40b was used to resect the rectum. It was very hard to close the instrument, so the mesorectum was dissected a bit more. During closure of the cs40b, the closing handle was broken. A new cs40b was used. It was still hard to close. But it was possible to resect the rectum. Staples were formed in a proper b-shape. But at one end of the staple line, at both resection and rectum side, the staple line was torn. The staple line at the rectum side was oversutured by hand anally. There was no adverse pt consequence.